Event description:
Litigation papers allege: patient began to suffer pain in his hip; elevated chromium levels, patient was contacted by his surgeon to make an appointment regarding the product recall and a decision revision surgery pending. The pain the patient suffers in her hip as a result of the implant has impacted her ability to perform acts necessary for daily living. Patient is currently undergoing testing and has not scheduled an explantation yet.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Litigation papers allege: patient began to suffer pain in his hip; elevated chromium levels, patient was contacted by his surgeon to make an appointment regarding the product recall and a decision revision surgery pending. The pain the patient suffers in her hip as a result of the implant has impacted her ability to perform acts necessary for daily living. Patient is currently undergoing testing and has not scheduled an explantation yet. Update: (B)(6) 2011 - the sales rep has reported the revision surgery. Patient was revised due to elevated ion levels.